Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device diagnostic data indicated a higher percentage of atrial pacing than expected, when the device was mode switched 100% of the time. The device is still in use. No patient complications have been reported as a result of this event.